Event description:
Patient self tester's daughter called alleging discrepant inratio values. Patient's therapeutic range: 2 - 3. (B)(6) 2015: inratio = 1.8; lab = 3.9. (B)(6) 2015: inratio = 1.9; lab = 4.5. Tests performed a few hours apart on both days. Patient's coumadin dosage changed on (B)(6) 2015 based on the lab result of 4.5. Patient hospitalized on (B)(6) 2015 for shortness of breath. No inratio values provided for (B)(6) 2015. Although requested, no additional information provided

Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.